Manufacturer narrative:
The medical center discarded all product at the time of explant. No benchtop analysis and hemolysis testing is possible. The jpvad registry furnished no further clinical details. No root cause has been determined. The failure mode will be monitored and trended. A final report will be filed should new information be shared.

Event description:
The medical team in japan had a successful impella cp support in 9/2022. The jpvad registry team later noted in 10/2022 that there was hemolysis during the support. The hemolysis was observed on day 2 of the support and was treated by blood product infusion. The pump remained on for 5 days beyond that without any other treatment given.